Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing site: (B)(4). Manufacturing date: february 09, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orif (open reduction internal fixation) of the right fourth metacarpal, the surgeon initially fastened the plate to the bone with a cortical screw. He then attempted to place the threaded drill guide in the plate in order to insert the locking screws. The threaded drill guide would not seat to the plate thread hole properly. The surgeon then cleaned the area of possible tissue or blood debris, and then tried to place a second threaded drill guide. The second drill guide would not seat properly either. The surgeon then used all cortical screws instead of locking screws to attach the plate to the bone, and completed the procedure. There was a two to three minute surgical delay. There was no reported harm to the patient. There are two devices involved with this complaint. Concomitant device reported: plate (part unknown lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part # 323.034, lot # 9724992. Two (2) 1.5mm threaded drill guides, with depth gauge (part number 323.034, lot number 9724992) were returned to manufacturer for evaluation. A visual inspection, function test, device history record (DHR) review, and drawing review were performed as part of this investigation. The threaded drill guides were each received in good condition showing only slight surface wear consistent with use. When functionally tested with three known good plates (part 247.346/lot 1783752, part 247.245/lot 1901876, and part 447.349/lot 1619526) the drill guides were each found to fully engage the plates. No issues were observed during testing. Thus, as no functional issue was identified, the complaint conditions for these devices are unconfirmed and could not be replicated. A device history records review was performed for the returned devices. They were determined to have been manufactured in (B)(4) on feb 09, 2016. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Further investigation at customer quality shows that the threaded drill guides are part of the modular mini fragment locking compression plate (lcp) system. The drill guides can used to guide a drill bit through a plate and can be used to determine screw length required for insertion. Three different drill guides are included in the set. Each is designed to be used with the corresponding 2.0mm, 2.4mm, or 2.7mm plate. The returned drill guides are only designed to be used with the 2.0mm plates. The devices were identified in literature for the modular mini fragment set, the 2.0mm lcp distal ulna plate, and the rotation correction plates- 2.0mm lcp and 1.2mm/2.0mm. An empty opened bag with part number 323.034 / lot number 9761396 was also received, but with no allegation. This bag contained the replacement part for this complaint and was used to ship the alleged 2 devices. Therefore no investigation is required on the empty open bag. A definitive root cause could not be determined as the complaint condition is unconfirmed. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.